Event description:
It was reported that the device allegedly experienced an error code, burned a patient and the unit shuts off during treatment.

Manufacturer narrative:
It was reported that the device allegedly experienced an error code, burned a patient and the unit shuts off during treatment. Djo performed an inspection on the actual device returned. The unit passed functional testing. The leadwires tested within tolerance and a new leadwire kit will be sent to the customer. The electrodes were non-djo electrodes. The foam electrodes were in bad shape, and both the foam and cloth electrodes were not very sticky. Large variance in resistance of the electrodes may have contributed to the incident.